Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve breakage occurred. It was reported that at the time of intracardiac insertion of stsf catheter through carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, they confirmed the hemostatic valve was dislodged into the hub. There was no error code. The hemostatic valve was dislodged inside the hub, not outside. The issue while the device was being used on the patient but no air entered the patient¿s body and no blood return was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On (B)(6)2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve breakage occurred. It was reported that at the time of intracardiac insertion of stsf catheter through carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, they confirmed the hemostatic valve was dislodged into the hub. There was no error code. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed, the brim cap, hemostatic valve, and silicone ring, were placed in its original place. A back pressure test was performed, and no issues were observed. No leakage, dislodgement or other failure with the hemostatic valve were observed during the test. A device history record was performed, and no internal actions related to the reported complaint were identified. The dislodgement issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: a correction to the 3500a initial MDR for the g1. Manufacturing site name is required. It was initially processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1 g1. Manufacturer site city, g1. Manufacturer site state code g1. Manufacturer site zip code g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).